Event description:
The customer reports that the device has a blank screen. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has a blank screen. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the reported complaint. It was found that the device had a loose connector internal to the unit for the display. The connector was reseated to resolve the problem. All performance tests passed and the device was put back into service. As (B)(6) 2012 there has been no further call for this device.